Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. Unable to test for the alarms due to the blank display.

Event description:
The customer called to report an alarm after changing the battery. The customer later called to report that the insulin pump alarmed again. Nothing further was reported.